Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) on an ami(acute myocardial infarction) patient the iab did not unwrap. Replaced iab to continue therapy. No patient injury was reported.

Manufacturer narrative:
The iab was returned with the membrane folded inside the t-handle. No blood was visible on the catheter. The guide wire and extender tubing were also returned. A bend was observed on the catheter tubing near the front of the t-handle approximately 23.9cm from the iab tip. No kinks were found. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. The evaluation determined there was a bend in the catheter tubing. It is difficult to determine when or how the bend in the catheter occurs. Although we did not repeat the event in the laboratory setting, a bend or kink in the catheter can cause inflation difficulty or an alarm. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) on an ami(acute myocardial infarction) patient the iab did not unwrap. Replaced iab to continue therapy. No patient injury was reported.